Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported pod damage and break of the filter support structure frame was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The condition of the returned device is consistent with the device being prepared for use. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and break to the filter support structure frame preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a large emboshield nav6 embolic protection system (eps), the dilatation catheter became bent when attempting to load the filtration element into the delivery catheter (dc) pod with a torque device. The filtration element could not be loaded into the dc pod. Another large emboshield nav6 eps was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Subsequently, it was noted that the filtration element support structure broke when attempting to load the filter. No additional information was provided.